Event description:
The doctor was performing a bilateral implant exchange and asked for a 470cc sizer ((B)(4)). Sizer was used on pt, and surgeon noticed it had a hole in top of sizer. Leaking area on sizer did not touch pt's tissue. The sizer was removed from field.